Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the insulin pump alarmed meter. Customer's current blood glucose reading was 227 mg/dl. However, customer stated that blood glucose levels reached 413 mg/dl. Nothing further reported.